Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. The patient was started on eliquis however, the patient prematurely discontinued used after approximately 2 weeks due to cost. At the routine 45-day follow-up, transesophageal echocardiogram (tee) revealed a thrombus on the face of the watchman device. The thrombus was biased towards the limbus side with possible connection to the limbus. The thrombus had a laminar appearance and limited mobility. The patient was started in warfarin with plans to repeat tee in a few weeks.